Manufacturer narrative:
Additional information: device evaluation. The mvs power cable was returned to the manufacturer for analysis. Analysis found that there was electrical overstress at molded plug. Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative replaced the mvs power cable and broken stress relief nut. The imaging system then passed the system checkout and was found to be fully functional. The suspect power cord was returned for analysis, however results are not yet available.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when the site plugged the imaging system in, after a case, it was not charging. They were not sure how long the system was unplugged. It was noted that it looked like there was damage to the power cable. There was no patient present when this issue was identified.